Event description:
It was reported that the patient had felt pressure on the side of their head which only lessened a little when stimulation was turned off about 4 to 6 months ago. It was noted, the stimulation had been helping until then. It was also noted, the device would be removed. No additional reprogramming had been attempted. The patient would be having a nerve compression performed sometime after the removal. One week later, it was reported, the device was explanted. The device was explanted because, it was causing "baseball cap pressure." Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 377775 lot# v017374, implanted: 2010 (B)(6), product type lead product ID, 3777-75 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient product ID, 3708140 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension product ID, 3708140 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension. (B)(4).